Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported more difficulty reading street signs following cataract extraction with an intraocular lens (iol) implant procedure. Her physician has ordered her new glasses. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information provided by the consumer's surgeon that the patient's complaints were related to posterior capsule opacity which was first noted two months following the initial procedure, and presbyopia (could not read/see the computer without glasses). Seven months following the initial procedure the surgeon performed a yag capsulotomy on the patient's eye.